Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac artery. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during second inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the procedure was completed with 8mm x 40mm sterling balloon catheter.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac artery. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during second inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.